Manufacturer narrative:
Steris made multiple attempts to obtain additional information regarding the reported event; however, the user facility has not responded. As a lot number was not provided, a review of the device history record could not be performed. No additional issues have been reported.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted if additional information becomes available. UDI related data clarification: the model/catalog and lot number numbers are unknown; therefore, the applicable UDI and production identifiers were not included in the MDR.

Event description:
The user facility reported that an employee had a "reaction" to rapicide. It is unknown if the employee sought or received medical treatment.